Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that, during an anterior cruciate ligament surgery, the screw broke off when it was implanted. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 21-may-2024: further information was provided that all broken pieces were retrieved out of the patient.

Manufacturer narrative:
Complaint allegation was confirmed. One unpackaged ar-1370tc, batch/serial number (B)(6), was received for evaluation. A visual examination has shown a crack that extends to a break at the distal tip of the bio screw, altering the implant's geometry. Functional testing involving the insertion of the screwdriver was not conducted due to the device being damaged. The most likely cause(s) for the reported failure can be user error, misaligned insertion, or excessive force by leveraging/prying the device. Dfu-0111-eor2_fmt_en. G. Precautions. 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.